Event description:
It was reported that a spectrum pump displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced while attempting to run a loaded set. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate was also found out of specification. The device will be reworked.